Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (2.0 mg/ml at 1.1517 mg/day) and bupivacaine (30.0 mg/ml at 17.276 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. It was reported the patient and her husband reported altered mental status, sedation, and appearing 'over-medicated' on (B)(6) 2016. The intrathecal continuous rate was decreased on (B)(6) 2016. The outcome of the event was resolved without sequelae on (B)(6) 2016. The clinical diagnosis was intrathecal medication side effects. The etiology was noted as related to the device or therapy, not related to the implant procedure, and related to the drug hydromorphone with the drug action that caused the event being no change in drug. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.